Event description:
It was reported to philips that the system was unable to acquire x-rays after power outage. The customer restarted the system but the screen remained black. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.